Manufacturer narrative:
Batch review performed on 20 may 2022. Lot 2102941: (B)(4) items manufactured and released on 14-july-2021. Expiration date: 2026-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
During the primary hip surgery, the surgeon noticed a fracture of the femur while implanting masterloc stem. It was determined that a revision stem was needed and a competitors stem was implanted. The surgery was completed successfully.